Event description:
It was reported that on (B)(6) 2026, a 19mm sjm regent heart valve w/ flex cuff valve was chosen for a aortic valve mechanical valve replacement surgery. The leaflet function was tested using a silicone products, during the surgery, after the implanted mechanical valve enabled the heart to resume beating again on esophageal ultrasound examination, it was found that the trans-valve pressure difference was too high and the blood flow rate was too fast. Later, tests revealed that it was difficult to open and close the valve leaflets. Due to insufficient stock at the hospital, a new 17mm sjm regent heart valve w/ flex cuff was re-implanted for the esophageal ultrasound while patient on bypass. At this time, the trans-valve pressure difference and flow rate were normal. There was no delay in the procedure and patient was reported discharged from hospital.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.